Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system remotely and confirmed that the x-ray stopped working during a procedure. Rse analyzed the log file and found programming errors related to database reading occurred immediately after transmittance. The same error situation occurred and reported in servicemax ID (B)(4) which happened due to host pc and would occur intermittently. Current occurrence is similar to it. The defective part was sent for analysis, for host pc the cmos battery failed in it. However, to resolve the issue this time, fse replaced the host pc and hdd. Later, reinstalled the software when the pc was replaced. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the customer was unable to perform x-rays. The device was in clinical use at the time of the event. No harm to the patient or user was reported.philips has started an investigation of this complaint.